Event description:
The customer reported that after 5 mins of use, the device was applied to tissue during a colectomy and the jaws could not be re-opened. The surgeon used another instrument to pry the jaws open and remove the instrument. Another instrument was opened to successfully complete the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.